Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the monitor would not display an image, only a gray circle. This resulted in a loss of the live image. There is no report of patient injury associated with this event.